Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer complained of questionable ca2 calcium gen.2 and phos2 phosphate (inorganic) ver.2 results on a cobas 6000 c (501) module. Of the data provided, there was an erroneous ca2 result for one patient sample. The initial ca2 result was 3.4 mmol/l and the repeat result was 2.2 mmol/l. It was asked but not known if erroneous results were reported outside of the laboratory. There was no adverse event. The ca2 reagent lot number and the expiration date were not provided. The field service representative (fsr) adjusted the sample pipettor, replaced the probes, adjusted the wash function, rinsed with hypochlorite, changed the wash station valve and tubes, replaced the rinse tubings, and replaced the gear pump head. There were no further issues and the instrument was confirmed to be operating within specifications after the service visit. The investigation was unable to find a definitive root cause.